Manufacturer narrative:
Product ID 3093-28, lot# va0bh3c, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The patient had returned of symptom about a week ago. The patient stated every time she was bending over she had an accident. The patient was having problem with their neurostimulator (ins). The patient was not feeling stimulation at this time but stated after it adjusted. It was noted that the patient was on vacation and the return of symptoms was sudden. The patient did not report any falls or trauma. It was noted that when the patient hit the sync button, she stated, she could then feel the "tap-tap". The patient was currently on program 4 set at 0.9 and verified power was on. The patient increased stim to 1.0 and stated it was strong and comfortable verified power was on. 1.0. The patient next appointment was scheduled with in august. A follow-up report will be sent if additional information becomes available.